Event description:
It was reported that no functions would engage on the bed as it was stuck in the trendelenburg position due to a faulty junction box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.